Manufacturer narrative:
The device was returned to olympus for evaluation. Visual inspection found the ceramic beak tip cracked and broken off. The broken piece was not returned. In addition, the outer sheath, lock button, and proximal end was inspected and no damages were found. The root cause of the reported event is most likely due to user handling. The instruction manual contains several warning statements in an effort to prevent damage to the ceramic beak of the device. ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. ¿

Event description:
Olympus was informed that during a hysteroscopy procedure with dilation and curettage, the ceramic beak at the distal tip of the device broke off inside patient. There was no patient injury reported. All pieces were retrieved from the patient with irrigation and visualization. No surgical intervention was required. The procedure was completed using a different but similar device.